Manufacturer narrative:
Concomitant medical products: product ID: 6932-65, lead, implanted: (B)(6)1997, dtba1d1, crt-d (B)(6) 2015, if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) and right ventricular (rv) lead coils were exhibited varying impedance values over time. The variations were still within specification for impedance values. The leads remain in use. No patient complications have been reported as a result of this event.